Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. At the time of the call, customer had not yet addressed bg level. Reportedly, the customer cleaned the speaker holes and cleared the alarm. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.